Manufacturer narrative:
The used/damaged spectrum autopass needle is not expected for evaluation as it was discarded at the user facility. Without the involved device an evaluation could not be performed and the root cause of the alleged "needle tip breakage" could not be determined. There have been no other complaints received for this item and lot number combination. A 2-year review of complaint history for this product family and failure mode shows there have been a total of 44 reports of tip breakage involving 45 needles. During this same time frame, approximately 21,878 units have been sold worldwide, making the rate of occurrence for this failure mode 0.206%. This failure mode is addressed in the dfmea, and the safety risk has been found to be acceptable. To date, there have been no patient long term adverse effects resulting from this type of incident. The needle shaft and blade are made of 96se508 super elastic nitinol. A material routinely used in the manufacture of medical instruments with a long history of safe and effective clinical use. Nitinol is used in vascular stents, valve patches and orthodontic devices. To reduce the risk of needle breakage and patient injury, the information for use (IFU) provides the user with the following warnings: - avoid lateral stresses to the instrument or device function may be compromised. - do not use if parts are broken, cracked or worn, or device function may be compromised. - whether used arthroscopically or in open surgery the suture passer must be used under direct visualization. - if tissue is excessively thick or rolled and suture passer jaws do not close far enough there is a chance of suture passer needle missing the window of the suture retrieval mechanism. - if the suture passer needle kinks during use, immediately discontinue use and discard. There is an increased risk of needle breakage and unintentional patient injury may result. - do not use disposable suture passer needle for more than one (1) procedure. Reuse could cause fatigue and/ or breakage of the needle, which may cause possible patient injury.

Event description:
The sales representative reported that while attending a shoulder arthroscopy procedure, the spectrum autopass suture passer and the spectrum autopass needle were used to pass hifi suture. While passing the suture the tip of the needle broke off into the patient's shoulder. The tip was retrieved using a grasper. The procedure was completed with a 1-minute delay reported and no patient injury or any further surgical complication. This report is filed on the basis of potential for patient injury with recurrence.